Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endloeak and aneurysm enlargement.

Event description:
The following information was reported to gore: on (B)(6) 2014 a patient underwent treatment of an abdominal aortic aneurysm measuring 61mm with gore® excluder® aaa endoprostheses. On (B)(6) 2018 the aneurysm measured 74mm. On (B)(6) 2019 a type ib endoleak was discovered on the patient's left iliac side, and a reintervention occurred whereby a 16mm x 13mm x 124mm endurant 2s device was implanted to extend distally. On (B)(6) 2019 the patient was discharged and doing well.